Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set leakage at site event on (B)(6) 2024. The blood glucose level was 250 mg/dl. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.